Manufacturer narrative:
Continuation of d10: 419588 lead implanted (B)(6) 2016 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a generator replacement procedure, the device feature that measures lead impedances, caused a polarity switch and loss of capture when the device was removed from the pocket. The device was reprogrammed and capture was confirmed. Pacing support was provided, via analyzer, while the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced. No patient complications have been reported as a result of this event.